Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Biomed stated external helium tank was closed off. The fse left the pump running for 3 hours with external tank open and found no sign of helium leak. The helium tank was left running for 2 more hours the following day and found signs of helium leak on the external indicator. The fse tested the internal helium tank x-5 for 30 minutes no drop in pressure. X-5 remained at 210 with console out of cart. With console in cart and external helium tank closed, x-4 did not drop more then 20 psi in 5 minutes. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.